Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2a: corrected common device name. Section d4: expiration date and UDI corrected. Section e2 + e3: initial reporter occupation corrected. Section h11: method: the subject rt265 infant evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned subject device found a portion of the inspiratory tube deformed in the middle section of the tube. The portion of the heater wire located in this area was observed to be bunched and the insulation of the heater wire was observed to be melted, exposing the copper filament. Ftir analysis was conducted and indicated that the subject device may have undergone a washing or cleaning cycle. Conclusion: our investigation confirmed the reported damage to the rt265 infant dual-heated evaqua2 breathing circuit. We are unable to confirm the cause of the observed damage, however it is possible that reprocessing the device may have caused the damage. All rt265 infant evaqua2 breathing circuits are visually inspected during manufacturing to ensure the heater wire is inserted and positioned correctly. In addition, the circuits are pressure and flow tested during production. Any circuit which fails these tests is rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Do not use beyond 7 days maximum duration of use. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. Check that the heater wire is evenly distributed along the circuit and not bunched or kinked. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that an rt265 infant dual-heated evaqua2 breathing circuit was found cracked during use. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt265 infant dual-heated evaqua2 breathing circuit was found cracked during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.